Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was to be used in the ureter for a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during procedure, a zero tip basket was used to remove stones. It was reported that there was a hard big stone, and removal of a lot of stones. After a couple of passes, the sheath was pulled forcefully and the wire of the basket broke and detached. The broken wire was retrieved with another zero tip basket and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A zero tip basket was received for analysis. A visual evaluation found the basket wires had been detached from the splice joint section and was not returned. The crimp marks at the splice joint were present indicating the correct assembly of the product during manufacturing. The complaint was confirmed. As per event description, the sheath was pulled forcefully. The direction for use (dfu) states "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force." Therefore, based on the event description and taking into consideration the dfu instructions, the most probable root cause is "user/use error" since the reported failure was caused due to an act or omission of an act that resulted in a medical device response than intended by the manufacturer or expected by the user. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and found that the device was not used according to the labeling.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was to be used in the ureter for a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during procedure, a zero tip basket was used to remove stones. It was reported that there was a hard big stone, and removal of a lot of stones. After a couple of passes, the sheath was pulled forcefully and the wire of the basket broke and detached. The broken wire was retrieved with another zero tip basket and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.